Event description:
It was observed, during the device inspection. That the peak of the sheath was missing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a distributor that the beak of the sheath was missing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction b5. Additional information: d8, h4, h6, h11. The device was not returned to olympus and was instead evaluated by a third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the tip was repaired by an unauthorized third party; therefore, the defined biocompatible and mechanical characteristics are no longer guaranteed, as there was improper insulation material melted instead of ceramic. Olympus will continue to monitor field performance for this device.